Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 400 mg/dl. The customer was treated for high blood glucose. The customer did not experienced any other symptoms. The customer also stated that they got insulin flow blocked alarm during basal or fill cannula in past event. Customer reported event was resolved by changing complete set (inf and res). The insulin pump will be returned for analysis.